Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer states that one patient sample (B)(6) generated an initial architect hiv ag/ab combo assay result of (B)(6) on an architect i2000sr analyzer (B)(4). The sample immediately following generated results of (B)(6). (B)(6) was retested at (B)(6) with a sample immediately following (B)(6) testing at (B)(6). The testing each sample separately, the following was obtained: (B)(6). The customer plans to perform suggested troubleshooting and retest the samples. There is no impact to patient management reported.

Manufacturer narrative:
Abbott customer service instructed the customer to clean the wash cup and replace the sample probe on the architect i2000sr analyzer, serial number (B)(4). A follow up call was made to the customer and confirmed that the issue was resolved by cleaning the wash cup and replacing the sample probe. A review of the analyzer service history was performed and found no contributing factors on or around the date of the customer issue. There have been no subsequent contacts from the customer regarding discrepant results since they replaced the sample probe and cleaned the wash cup. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. No non-conformances, deviations or potential non-conformances associated with the affected product have been identified. There were no returns available from the customer site. The architect system operations manual and the architect hiv ag/ab combo assay package insert contain information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists.